Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced a bent infusion set (cannula) and a bent sensor. The patient's blood glucose level at the time of the incident was 50 mmol/l. Therefore, the patient tried to treat it with subcutaneous insulin delivery with pump. Subsequently, on (B)(6) 2020, the patient was admitted to the hospital due to high blood glucose levels. The patient was administered an insulin drip as corrective treatment. The patient was hospitalized for two nights. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.